Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 30-jan-2026. H.3. Device eval by manufacturer? Yes. Bd received 1 photo and 100 samples for investigation. The photo was reviewed and poor barrier separation was observed. In addition, 30 of the returned samples were visually inspected for additive abnormality and gel defects. No gel defects were observed, however 5 were observed with an additive abnormality. Complaints for sample quality are under statistical control for the month of december, 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation as well as additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.